Event description:
It was reported patient underwent a ankle arthroplasty on (B)(6) 2014. During the procedure, the threads of the hammer pad fractured inside the patient. The fractured components were removed from the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).